Event description:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved. N.k. Requested the central nurse's station (cns) model number and serial number involved but the customer could not provide them. Service requested/performed: troubleshooting. Investigation summary: the cause of the communication loss was determined to be environment (facility network). Facility it updated software and drivers allowing tele devices to perform on the system. There is no evidence of an nk device malfunction. No further issues were reported relating to communication loss. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, however model number and serial number(s) are no information (ni) as attempts were made to obtain the information but the customer could not provide the information. Telemetry: model #: ni. Serial #: ni. Remote nurse(s) station: customer provided the serial number of one of the involved device(s) below. Model #: rns-6803. Serial #: (B)(6).

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved. N.k. Requested the central nurse's station (cns) model number and serial number involved but the customer could not provide them. Service requested/performed: troubleshooting. Investigation summary: the cause of the communication loss was determined to be environment (facility network). Facility it updated software and drivers allowing tele devices to perform on the system. There is no evidence of an nk device malfunction. No further issues were reported relating to communication loss. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, however model number and serial number(s) are no information (ni) as attempts were made to obtain the information but the customer could not provide the information. Telemetry: model #: ni serial #: ni remote nurse(s) station: customer provided the serial number of one of the involved device(s) below. Model #: rns-6803 serial #: (B)(6). Corrected data: g3: date received by manufaturer.

Event description:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department, and all went into comm loss at the same time. Technical support (ts) verified that the customer's it department pushed patches to get both the eg and h1k servers rebooted. After the reboot, ts restarted the ug service, and verified that the issue has been resolved. No patient harm was reported. Investigation summary: the root cause is determined to be the facility's network environment. The facility's it updated the software and drivers allowing tele devices to perform on system. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department, and all went into comm loss at the same time. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved.

Manufacturer narrative:
After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved. N.k. Requested the central nurse's station (cns) model number and serial number involved but the customer could not provide them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns, however model number and serial number(s) are no information (ni) as attempts were made to obtain the information but the customer could not provide the information. Telemetry: model #: ni, serial #: ni, remote nurse(s) station: model #: rns-6803, serial #: ni.